Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to high shock impedance.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 46.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed 25.5 cm proximal to the lead tip that the insulation was found squeezed and damaged. In this region the conductor cable leading to the rv shock coil was found fractured. These damages are assumed to be the root cause of the reported clinical observations. Based on the characteristics, as well as provided x-ray, these damages in this area were consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the rv shock coil was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.